Event description:
It was reported that this patient with this pacemaker presented to their health care facility with reports of experiencing a syncopal episode. A device interrogation in addition to isometrics were performed. Isometrics were unable to re-create the reported observations. Upon review of electrograms (egms), technical services (ts) found noise and oversensing present on both the right atrial (ra) and right ventricular (rv) channels creating false storage of atrial tachy response (atr) episodes. In addition, pacing imbibition with asystole greater than two seconds was reported. Ts provided additional troubleshooting and programming options. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing, noise, brady pacing not delivered when required, syncope, asystole, and surgical intervention.

Event description:
It was reported that this patient with this pacemaker presented to their health care facility with reports of experiencing a syncopal episode. A device interrogation in addition to isometrics were performed. Isometrics were unable to re-create the reported observations. Upon review of electrograms (egms), technical services (ts) found noise and oversensing present on both the right atrial (ra) and right ventricular (rv) channels creating false storage of atrial tachy response (atr) episodes. In addition, pacing imbibition with asystole greater than two seconds was reported. Ts provided additional troubleshooting and programming options. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.